Manufacturer narrative:
(B)(4). The (B)(6) cartridge reload was received for analysis with no visual non-conformances and partially fired 1/16. It is possible that while loading the cartridge reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The reload was loaded into the test device without any difficulties noted and did not fell out. Event could not be confirmed as no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
(B)(4). This device case, which does include an adverse event, reported by a pharmacy that contacted the company to report a product complaint, regards a patient of unspecified age, gender, and origin. The patient was taking a unspecified medication for the treatment of an unspecified indication. On (B)(6) 2010, the humapen memoir was reported to be in reset mode. The device was returned to the manufacturer on 01-sep-2010, and upon examination missing segments in the one spot were found. The humapen memoir is associated with product complaint (B)(4) / lot 0712c02. The user and the user's training status were not provided. The device duration of use was not provided. The pen was discontinued and returned to the manufacturer. Update 19-oct-2010: additional information received 19-oct-2010 via global product complaint database. Added device specific safety summary. Amended EU/ca fields.

Event description:
It was reported that during an unknown procedure, although the device could be fired at the first stroke of the first firing, the cartridge slid forward at the second stroke. Another device was used to complete the procedure. There were no adverse consequences for the patient. The nurse commented that the device had been loaded properly so that the click sound which would be heard when the cartridge was loaded properly had been heard.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.